Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation cook became aware of an issue on (B)(6) 2021 that memorial sloan kettering hospital in the united states had issues with a balloon in a c-aebs-5.0-65-sph (arndt endobronchial blocker set) from an unknown lot deflating overnight. The patient reportedly experienced no adverse effects because of this incident. A review of the complaint history, device history record, and quality control of the device was conducted during the investigation. The customer did not return the complaint device for evaluation. Cook was unable to complete a device failure analysis. In response to this incident cook reviewed the device history record (DHR). A sales report was run and there is only record of the customer purchasing 2 lots ((B)(6)and (B)(6)) in the past 3 years. The DHR found no relevant non-conformances for lots ns13518547 and (B)(6). A database search for complaints on the reported lots found no additional complaints reported from the field. Cook concluded that no non-conforming material from the lots exists in house or in the field. A document based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU, [c_t_aebs_rev6] ¿arndt endobronchial blocker set,¿ provides the following information to the user related to the reported failure mode: intended use, the arndt endobronchial blocker set is intended to differentially intubate a patient¿s bronchus in order to isolate the left or right lung for procedures that require one-lung ventilation. Warnings: ¿the enclosed blocker balloon is a high-volume, low-pressure design. Excessive manipulation over a prolonged period may cause balloon rupture or deflation.¿ precautions: ¿care should be taken to ensure the balloon remains fully inflated during longer procedures.¿ how supplied: ¿-upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the device master record, device history record, and the device history file, there is no indication the device was manufactured out of specification. Based on the information provided, no inspection of returned product and the results of the investigation, the cause of this failure is the user's failure to follow instructions. The customer reported the device remained in place overnight. The intended use of the device is to differentially intubate a patient¿s bronchus in order to isolate the left or right lung for procedures that require one-lung ventilation. The products IFU instructs users to ensure the balloon remains fully inflated during longer procedures. The device was not being used as an adjunct device within a primary procedure that required one-lung isolation, which is its intended use. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 14jun2021, it was reported that this occurred with more than one patient. This report will focus on a quantity of one arndt endobronchial blocker set, while the other three will be reported under patient identifier (B)(6). It was also reported that the patient was hospitalized, but not because of the product. There were no adverse effects to the patient.

Manufacturer narrative:
PMA/510(k) #: k160542. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that four arndt endobronchial blocker sets were deflating overnight after criobiopsy procedures. Clarification of the event(s) as well as additional information regarding the patient(s), device(s), and event(s) has been requested but is currently unavailable.